Event description:
Customer reported her insulin pump fell into the shower tub and now it won't turn on. Customer's blood glucose was unknown. There is fluid under the lcd display and in the reservoir compartment. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).